Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of needle tip was harder to see was not confirmed. When the ultrasound image was checked using an olympus scope, the aspiration biopsy needle was able to be seen. Also, the ultrasound reflecting part at the tip of the needle tube had no scratches or deformations. There was a tendency to bend near the tip of the insertion tube. As a result, of inspecting the protrusion and retraction of the needle tube, there were no problems. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the needle tube was removed from the scope's ultrasound imaging range, so it could not be seen in the ultrasound image. The bending of the needle, it is probable that the bending of the needle occurred because it was inserted and removed when the insertion section of the endoscope was tightly bent. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer that it was harder than usual to see the single use aspiration needle tip under the ultrasound image. The unspecified diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event.